Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a routine follow-up, loss of capture and undersensing were observed. Possible lead dislodgement was observed. The lead was explanted and replaced. There were no adverse events associated with the event.